Manufacturer narrative:
(B)(4): the patient underwent mesh implantation due to stress urinary incontinence, prolapse, bladder neck obstruction, and incomplete emptying. It was reported that post implantation patient experienced chronic infections, pain, erosion, rectal bleeding and constipation. Patient underwent revision on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedures of ape repairs, sacrospinous/iliococcygeus fixation, mesh insertion each site and cystoscopy during mesh implantation. The findings were prolapse after hysterectomy. (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).